Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was unknown. Customer also stated that buttons were hard to press, random unexplained no delivery alarm, motor error also insulin pump was slower during rewind. The customer was assisted with troubleshooting for multiple pump error. Device will not be returned device for analysis.